Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting off. There was no reported adverse impact to customer's blood glucose level. The customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.